Event description:
It was reported that on a remote monitoring transmission, a lead warning had triggered due to infinite impedance and a polarity switch occurred. The atrial lead was noted to have high threshold/output, possible loss of capture, and undersensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).